Event description:
String at the bottom has broken numerous times... Fluff [device breakage] it has deformed. The petal tips are squeezed together and slightly facing outwards- applicator tip [device physical property issue] . Case narrative: consumer reported via email that the tampon string broke and there was also fluff. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String at the bottom has broken numerous times fluff [device breakage]. It has deformed. The petal tips are squeezed together and slightly facing outwards- applicator tip [device physical property issue]. Case narrative: consumer reported via email that the tampon string broke and there was also fluff. No injury was reported.